Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72," "pacer fault 122," and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.